Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019, date rec¿d by MFR : 04feb2019. The touchscreen was returned to philips for failure analysis. Testing revealed that the resistance was out of specification, causing the touchscreen to not calibrate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s international service technician confirmed the touchscreen had no response. The manufacturer¿s international service technician replaced the touchscreen, started the ventilator and everything returned to normal. After the touchscreen was replaced, a check for normal operation was performed, checking the normal signal is ok. Through the self-test and doctor using, the device returned to full functionality.